Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection on (B)(6) 2013. Following the revision procedure, the patient developed a superficial wound infection. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.